Event description:
It was reported that a user experienced sustained hyperglycemia and performed three infusion set changes for the ilet while remaining connected to the pump, then administered multiple subcutaneous insulin injections by pen when glucose exceeded 400 mg/dl; no kinks, leaks, or bent cannula were found on the inset 23" 6 mm infusion sets, and education was provided regarding disconnection during set changes and insulin onset timing. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and user education, with no hospitalization. Investigation included review of user-reported history and device use, including infusion set assessments and guidance on insulin action timing. Investigation of this case revealed no device or component malfunction identified from the user¿s checks of the infusion sets and supplies, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.